Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown during bolus delivery. Reportedly, the pump was at 80% power when the incident occurred. When the customer returned home from school, the pump was plugged in and a reset message was observed. Review of pump history showed a shutdown alarm. There was no impact to the customer's blood glucose level. Customer reverted to insulin injections for management of blood glucose levels.